Manufacturer narrative:
Product complaint #(B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot: a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pfc sigma knee system medical records received. On (B)(6) 2006, the patient underwent a primary left knee arthroplasty to address osteoarthritis. The patella was resurfaced and depuy pfc sigma products were implanted with unknown cement. There were no indicated intra-operative complications. On (B)(6) 2008, the patient underwent a left knee revision to address pain, discomfort, instability, walking difficulty, synovitis, stiffness, and swelling. The surgeon noted removal of scar tissue. The tibial insert was the only product revised. The tibial tray, femoral component, and patellar component were retained. The patient was revised with a depuy rp tibial insert. There were no indicated intra-operative complications. Doi: (B)(6) 2006. Dor: (B)(6) 2008; left knee.